Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that some of his blood glucose readings did not come down toward his third day on the insulin pump; this may be a possible no delivery issue. The patient's blood glucose at the time of incident is unknown. The customer stated that his blood glucose fluctuates. Additionally, when the pump alarms when he's low, the pump does not stop alarming soon enough when his blood glucose comes back up. Assistance from the 24-hour helpline was declined. No products were returned or replaced.